Event description:
Boston scientific received information that both the right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture (loc) when the patient moved their arms. Both leads were believed to be fractured. On fluoroscopy, it looked as though the suture was tied around the lead, which might have caused the fractures. As a result, both leads were explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the lead was returned in three segments and most of the lead was returned, but not all. In the terminal segment, no anomalies were found. In the mid body segment, there was an indent in the insulation and there was stretching noted near the anode conductor coils. The cathode conductor coil was confirmed to be fractured. The tip segment showed that the cathode coil was stretched and fractured. The anode conductor had been separated and from the electrode and the conductor coil was not returned. This damage was most likely from the suture tied tight around the lead.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.